Manufacturer narrative:
Section a2, a3, a3b, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section d4: model number: a complete model number was not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section h4: device manufacture date: unknown as serial number was not provided. Section h3- the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by surgeon that the lens appeared cracked. As the crack was on the periphery of the lens the surgeon had proceeded with the surgery. The procedure was completed successfully. No other information is available.